Event description:
The customer's mother reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer's mother also reported customer "just not feeling herself". There was no report of third-party medical intervention, death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.